Manufacturer narrative:
The field service representative inspected the analyzer and observed dried splattering on parts of the cuvette segments. The fsr manually cleaned and inspected all architect c4 cuvette segments. The arc c4 cuvt seg (part number 02p75-01) was considered the likely cause. There were no additional discrepant results reported on c402301 after the cuvette segments were cleaned and inspected. The arc c4 cuvt seg (part number 02p75-01) was considered the likely cause of the discrepant results. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent discrepant results have been reported since field service cleaned the cuvette segments. A review of complaint and trending data for the cuvette segments identified no issues or trends. Device history records were reviewed for the likely cause part and no issues were identified. Tracking and trending data in the product monitoring review for alinity c/clinical chemistry systems revealed no systemic issues or adverse trends related to the complaint issue. The c4000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customers issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient information: no further information was provided.

Event description:
The customer reported a falsely elevated magnesium result on the architect c4000 analyzer. Sample ID (B)(6) was tested multiple times generating one result of 8.9 mg/dl and all others were 1.7 mg/dl. The customer uses a normal range of 1.6 to 2.6 mg/dl. No impact to patient management was reported.